Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient was newly implanted with the pump and was unable to tolerate the 10mg/ml morphine concentration. The reporter stated that the concentration was "too high for her". The concentration was being changed to 1mg/ml and a system content removal procedure was to be performed. It was later reported that the patient overdosed at 0.48mg/day. The patient experienced respiratory depression. After the morphine concentration was changed from 10mg/ml to 1mg/ml the patient was stable on a daily dose of 0.048mg/day. The patient was "doing fine" at the time of the report and they were working safely on titrating the dose to an effective dose. It was also noted that the pump logs were checked at the time of overdose and no issues were found with the device system. It was later reported that the patient overdosed three times on the 10mg/ml concentration before being replaced with the 1mg/ml concentration. The patient stated that one occasion of overdose was "the day that they went in and did the sample".

Event description:
Additional information: it was reported that the patient became unresponsive with the initial rate. The patient required hospitaliz ation due to the event. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the reporter was aware of two overdoses. The first overdose was the night of implant at which time the pump delivered morphine 10mg/ml at 4mg/day; the second overdose was the next day after the rate was reduced at which time the pump delivered 0.48mg/day. The patient also experienced a symptom of drowsiness. The reporter stated that it was a brand new pump and there was no reason to believe anything was wrong with the system. The morphine was replaced with 1mg/ml concentration so the daily dose could be reduced. Patient outcome was reported as ¿fine¿ and to the reporter¿s knowledge the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).